Event description:
It was reported that the device has physical damage to the knobs and a loose front bezel. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information is provided for h.2., h.3.and h.6. One sample was received for evaluation. The sample tamper seal was intact. The device was received with a cracked battery cover- relief pressure, CPAP and o2 concentration knobs were cracked and broken off respectively- input manifold was loose on the bottom chassis- the front panel was bent above the pressure manometer and bowed out on the right side. The housing contained cracks, nicks, and scratches. Visual inspection revealed cracked knobs and severe damage to the front panel. The root cause of this event is physical impact to the device. The service history review identified that there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).